Manufacturer narrative:
Further investigation: "the review of the documentation associated to the manufacturing process, indicates that all devices were released in accordance with allergan procedures. And no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory. A split in patch area (ss) was found, which is considered as workmanship. This finding is not related with the reported event. A review of the current risk documents was performed. And the event of split in patch area is a known event, for which manufacturing process controls and inspections are established to reduce the incidence of this defect. Considering that, there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch area will continue to be monitored and corrective actions will be taken in the future if deemed appropriate".

Event description:
Healthcare professional reported, right side baker grade iii/IV, capsular contracture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contract baker grade iii/IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contract baker grade iii/IV.

Event description:
Healthcare professional reported right side baker grade iii/IV capsular contracture. Device has been explanted.

Event description:
Healthcare professional reported right side baker grade iii/IV capsular contracture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis visual of the return device identified a crease fold and weight was to the spec. Cloudy in the gel observed after autoclave cycle. Observed split in patch area ¿ss¿, it is out of specification per (B)(4) was identified which is characterized as a workmanship. Base on the device analysis the final assessment is: observed split in patch area, was identified which is characterized as a workmanship.